Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant when the representative was checking the devices, interrogation revealed a gray bar on two different devices. Neither device was implanted. There was no patient involvement.